Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a staple line and bleeding was noted along the staple line. However, form or malformed staples could not be observed due to bleeding. Based on the photo the event described as hemostasis controllable is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the staple line has a lot of malformed staples and a lot of bleeding so the doctor had to oversew the staple line for safety. No patient consequences reported. No further information is available.